Event description:
Unsuccessful attempt to place stent. On pull back of sheath and balloon, noted stent had been detached. Unable to locate undeployed stent. New stent deployed successfully. Pt discharged in stable condition.